Manufacturer narrative:
Caller did not know which system produced the reported discrepant result. (B)(4).

Event description:
Caller states patient tested 7.3 inr on the coaguchek xs system while a comparison lab returned as 5.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
On (B)(6) 2010, a femoro-crural (fibularis) bypass procedure was performed, using a gore propaten vascular graft. On (B)(6) 2010, pt presented with a graft occlusion. On (B)(6) 2010, a balloon thrombectomy was performed. The propaten graft remains patent after the intervention. The graft remains implanted.